Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator was in backup vvi mode due to event queue overflow. The patient was reported to have felt poor due to a lack of biventricular pacing support. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to event queue overflow the device was tested on the bench and bvvi was noted. The cause of the bvvi was event queue overflow of the radio frequency (rf) module.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the implantable cardioverter defibrillator reached normal elective replacement indicator (eri). The physician explanted and replaced the device. The patient was in stable condition.